Event description:
Caller reported pixel issue on pump display. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting, requested a supervisor, and demanded immediate pump replacement without the required troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.